Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker longevity dropped from 7 years to 2 years in a span of a year. Patient wanted to discuss premature battery depletion (pbd) and advisory. Boston scientific technical services (ts) discussed options with the advisory. Additional information indicated that this recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and exhibited premature battery depletion (pbd). The generator changed was scheduled. To date, this device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this implantable pacemaker longevity dropped from 7 years to 2 years in a span of a year. Patient wanted to discuss premature battery depletion (pbd) and advisory. Boston scientific technical services (ts) discussed options with the advisory. Additional information indicated that this recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity and exhibited premature battery depletion (pbd). The generator changed was scheduled. To date, this device remains in service. No adverse patient effects were reported. Additional information indicated that this device was explanted and replaced. No additional adverse patient effects were reported.